Manufacturer narrative:
Evaluation of the returned cat7d revealed that the luer connector was detached from the rhv body. If the device is forcefully handled during use, damage such as this may occur. This damage likely contributed to the rhv leaking and its inability to hold suction during the procedure. Further evaluation revealed that the cat7d catheter was undamaged. During functional testing, the rhv was reassembled by pushing the two pieces together with force. Then the rhv was tested by closing one rotor cap and plugging the other side and flushing with air while submerged in the decontamination solution, and no air was observed to be leaking from the rhv. Subsequently, the rhv was connected to the cat7d, and the returned sep7d was advanced and retracted through without an issue. Penumbra accessories are 100% visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat an arteriovenous (av) fistula using a rotating hemostasis valve (rhv), an indigo system aspiration catheter 7 (cat7) and an indigo system separator 7 (sep7). During the procedure, the physician made two passes using the cat7 and the sep7. After the second pass, the physician noticed that the rhv was leaking blood and would not hold any suction. Subsequently, the distal part of the rhv was found to be broken. Therefore, the rhv was removed. The procedure was completed by ballooning the target vessel. There was no report of an adverse effect to the patient.